Event description:
It was reported that during an unknown procedure, the surgeon had issues with 10mm m/l ligaclip applier - clips were not occluding fully and had a gap (¿not sealing all the way¿). Opened another applier and it worked fine. Surgery was not delayed and completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk . The lot history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 8/3/2022. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. The device was tested for functionality. During the analysis, the device was noted with fluids. The device was functional tested, and it fed, retained and formed the remaining 13 clip as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted.